Event description:
Edwards received information that during a robotic mitral case, under tee and fluro guidance, a coronary sinus rupture occurred secondary to overinflation of the proplege coronary sinus catheter balloon. The case was converted to a sternotomy.

Manufacturer narrative:
The device was not retained by the hospital for evaluation; therefore, a product evaluation cannot be conducted. Manufacturing records could not be reviewed as a lot number is unknown. Attempts to obtain the lot number and additional information were made but unsuccessful. The IFU has been reviewed and no inadequacies have been identified with regards to warnings, and the directions/conditions for the successful use of the device. Injuries to the coronary sinus is listed as a potential complication in the product IFU. The IFU further notes: ¿warning: if resistance is met, stop and re-evaluate proplege device position. The proplege device should not be advanced if resistance is felt, as doing so would cause the proplege device to bend or buckle. Aggressive advancement in an attempt to engage the ostium may result in perforation or other injury. Warning: continuously monitor the pressure at the tip of the catheter. A pressure change that indicates the catheter has entered the right ventricle should be noted. Do not advance the catheter further if the tip is in the right ventricle as perforation or other injury can occur. Warning: guidewire should only be used with fluoroscopy to avoid coronary sinus injury. Warning: aggressive advancement of the guidewire in an attempt to engage the ostium may result in perforation or other injury. No CAPA is applicable, edwards will continue to review and monitor all events. If action is required, appropriate investigation will be performed.